Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the ratchet block fell off on a forward motion. The health care professional was able to continue using it but needed it to be checked. There was no reported impact to the patient. The health care professional stated that the ratchet was not as usual, they feel like the ratcheting was blocking intermittently. But they could continue to use it during the surgery. It was functional despite this feeling. The manufacturer representative tried to reproduce the reported issue but they feel like the ratchet is completely normal.

Manufacturer narrative:
H3) the returned handle had no apparent physical damage. The handle receives instruments without issue. The ratchet and tool retention mechanisms are intact and fully functional. No problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.